Manufacturer narrative:
Based upon the information provided, the remaining devices are competitor products. The only stryker device identified has been reported. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The following information was reported: during cpt hemi arthroplasty patient health declined. Patient was resuscitated before being sewn up. Surgical site was closed. Patient passed away on the same day of procedure.

Manufacturer narrative:
Reported event: an event regarding patient's death involving an exeter cement plug was reported. Conclusion: based on the information provided, the device didn't play any part in the patient's death and as there is no indication or allegation that the subject device contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was reported: during cpt hemi arthroplasty patient health declined. Patient was resuscitated before being sewn up. Surgical site was closed. Patient passed away on the same day of procedure.